Event description:
Complainant alleged that during biomed testing the device displayed a red "x" status indicator. Complaint indicated that there was no patient involvement in the reported malfunction.